Event description:
Info was received that reported a pt was hospitalized due to an incidence of hypoglycemia. It was reported that the pt had visited with his diabetes educator, and had made adjustments to his rates. Reportedly after leaving the office, his blood glucose went low, paramedics were summoned and he was transported to the hospital. He was treated with d50 and then d10. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.